Manufacturer narrative:
Images received depict a three level anterior plate with one inferior screw that is fractured, confirming the event. DHR review cannot be completed at this time as lot number was not provided and product cannot be evaluated as it remains in the patient. Unknown factors include: patient activity at the time or prior to the event, patient bone quality, the degree of spinal instability, the degree of post lateral pseudarthrosis (though only four months post-op) or patient compliance with post-operative care instructions or if the patient sustained a fall/impact of any sort (no trauma was reported.) These factors dictate the longevity of the implant. Root cause cannot be determined

Event description:
On (B)(6) 2025, patient underwent a three level acdf procedure. During routine 4 month follow up it was reported that a bone screw had fractured. Patient is asymptomatic currently, with no plan for revision surgery at this time.